Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. The pt presented with chest pain, st elevations and an EKG consistent for acute myocardial infarction. The lesion was located in a 99% stenosed proximal circumflex artery. A 3.0 x 12 mm taxus stent was deployed at 12 atms. Post stenting showed complete resolution of the stenosis and timi grade 3 flow. The pt was on no medications prior the event, but was discharged on plavix, metoprolol, lisinopril, aldactone, lipitor, nexium, and a nicotine patch. One month later, the pt quit taking plavix. Two months later, the pt presented with chest pain, st elevations, and a EKG consistent for acute myocardial infarction. The taxus stent was 100% occluded. The stent was predilated with a 2.5 x 12 mm non bsc balloon and a 3.0 x 18 mm non bsc stent was deployed within the taxus stent. The lesion was post-dilated with a 3.0 x 13 mm non bsc stent. Post stenting resulted in timi grade 3 flow and 0% residual stenosis. While in the hospital, the pt experienced an episode of uncontrolled epistaxis. The nares were packed, and the event resolved. The pt was discharged on plavix, aspirin, nitroglycerin, metoprolol, lisinopril, lipitor, nexium, keflex, and percoset. Two weeks later, the pt was seen by their cardiologist for continuing symptoms of dyspnea. The stents were found to be patent. The pt's lopressor prescription was changed to coreg.